Event description:
It was reported, the blood leaked from the hemostasis valve. No additional information is available.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Add'; testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met mfg requirements prior to shipment. (B)(4).